Event description:
It was reported that during a procedure, the lead was attempted and not implanted due to unstable thresholds. The lead was successfully replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.